Manufacturer narrative:
The device was received with the shuttle cartridge disengaged from the handle. The sealant was not returned with the device. The advancer tube was covering the distal end of the catheter and properly engaged to the distal tamp lock as received. The balloon from the returned device was fully inflated with water and pressure was maintained. The catheter and shuttle cartridge were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. Based on the information provided and the investigation performed, the root cause for the reported event could not be conclusively determined. The review of the lhr ((B)(4)) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported that the physician tried to deploy the device but the sealant did not deploy. Manual pressure was held for 15 minutes to achieve hemostasis. There were no consequences to the patient. Additional information was requested, but is not available. Procedure type: diagnostic coronary sheath size: 6f.